Event description:
It was reported that the 7700 system would not x-ray and the tube was overheating. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when additional details become available.